Manufacturer narrative:
Date sent to the FDA: 04/02/2021. Additional h6 component code: g07002 ¿ reported condition not confirmed. A manufacturing record evaluation was performed for the finished device lot number an6831, and no non-conformances / manufacturing irregularities were identified. Additional h-3 summary: visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned samples determined that an opened box with eight unopened samples of product code vr2253 were received for evaluation. Visual inspection of the unopened samples and no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed, and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted report is not intended to deny that you experienced a problem with the device. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Additional information was requested, and the following was obtained: no information available for the exact number of complaint involved, so 2 complaint was opened for this issue: (B)(4). Did more than 2 events occur? What is the exact number of events that occurred? If additional events occurred, please open additional files for each patient/event and provide pc numbers. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were reported via 2210968-2021-02107.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: additional event information received on (B)(6) 2021 from the customer: there are on average 2 thread breaks per day. Rupture during skin suture. Breakage during knotting. No consequences for the patient. These events took place during the use of the new references. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did more than 2 events occur? What is the exact number of events that occurred? If additional events occurred, please open additional files for each patient/event and provide pc numbers.

Event description:
It was reported that a patient underwent an unknown procedure in 2021 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.